Manufacturer narrative:
Carefusion has reached out to customer to obtain the complaint device for further investigation. A ups label was provided to the customer, and at this time carefusion is currently waiting for the device. Once the investigation is complete, or if we receive any additional information, we will provide a supplemental emdr. (B)(4).

Event description:
The customer reported that the heat and moisture exchanger (hme) is staying attached to face mask, and or endotracheal tube during the procedure. The hme was tightly locked to the mask and is unable to be removed. Trying to remove it broke both of the tabs on the side of the hme. Customer confirmed that "there was no patient harm." It was also confirmed that there was no delay in ventilation or compromise to the patient.

Manufacturer narrative:
One opened circuit was received for evaluation. With visual inspection it was observed that the infant mask was attached to the filter. The hch neonatal filter was assembled with an excessive force to the mask. This mask was added post manufacturing. It was noted that the customer attempted to remove it and broke both of the tabs on the side of the neonatal filter. The components could be disassembled when a rocking motion was applied. The components were also submitted to an iso inspection and all components were found within specification. The reported failure mode could not be confirmed. No corrective actions are indicated at this time.